Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 374 mg/dl following a recent supply change and meal. The ilet delivered corrective insulin, and bg values fluctuated before trending back down. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.